Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated prior to a competitive device change out. There was no other information provided as the field representative was asked to leave the procedure following the interrogation attempt. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.